Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the patient had a blood glucose (bg) of hi. The patient self-treated with insulin via injection. Customer support (cs) completed troubleshooting and the reporter stated there was an under delivery issue due to non-responsive pump. This report is being made due to the bg excursion the patient experienced due to an alleged button/keypad issue.